Event description:
It was reported the device exhibited error code 43986. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, scratched lcd lens, damaged battery compartment, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was a software issue. The software was redownloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.